Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h3, h6, h11. The device was returned to olympus for inspection and the failure reported by the customer was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to cut in cable unit, water tightness is lost. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, the loss of water tightness could be caused due to a cut in the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced an image loss during a procedure. The procedure was completed using a back-up device. There were no reports of patient harm.